Event description:
Pt was hospitalized last february with hyperemesis gravidarum. Pt had a PICC line inserted. They had problems until 22 days later when they had to have a new PICC line because of a cracked hub and the device could not be used. Apparently, the replacement also developed crack and had to be replaced. The radiologist stated that there was no injury to the pt either time. He also stated that there was no injury to the pt either time. He also stated that the cracks prevented the use of the lines. These incidents were reviewed 6-3-04 by risk management.